Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered a defective rinse block assembly air cylinder (cl3). The fse replaced the rinse block assembly air cylinder (cl3), resolving the leak. The fse then verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 3 mls of diluent leaked from the rinse block of the coulter hmx hematology analyzer with autoloader while performing controls. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or change to patient treatment attributed to this event.